Event description:
It was reported that the customer had a motor error alarm during priming. The customer blood glucose level was 250 mg/dl. Customer states they do not use the sensor feature one the pump and able to complete a set rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error or no delivery alarm noted. The motor passed the motor test. No rewind anomaly noted. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.